Event description:
Ous MDR - this device was explanted it could no longer be interrogated. This is all of the information that was provided to us. Should additional information become available, this event will be updated.